Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The primary product was updated to monopolar curved scissors (mcs) tip cover accessory.

Event description:
During an internal service activity, the field service engineer (fse) identified that the monopolar curved scissor (mcs) instrument had a scratch that was exposing the orange collar of the inside of the shaft. The second mcs was also noted to have the same issue. The technical service engineer advised the customer to send the defective customer to return material authorization. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissor (mcs) tip cover accessory with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned.